Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve separation issue occurred. It was reported that the inner sheath could not advance in the outer sheath completely due to the impediment near the snap-fit hub. A second sheath was used to complete the operation. No adverse patient consequence was reported. There was no physical damage on sheath/dilator. There was a white rubber plug in the card slot of the dilator. The hemostatic valve/brim cap/hub did not become detached from the sheath. The hemostasis valve (gasket) did not break into two or more separate pieces. The dilator was not broken. There was an occlusion when irrigating the sheath. The card slot of the dilator was blocked. The dilator was not able to be moved through the sheath. The obstructed sheath was assessed as not MDR reportable. The hemostatic valve separation issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
The product was returned to biosense webster (bwi) for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub of the carto vizigo¿ sheath. Examination of the shaft, the dilator, the brim cap, and the silicone ring revealed the components were placed in the correct position and found in good conditions. A functional test was performed, in accordance with bwi procedures. After the hemostatic valve removal, the vessel dilator and stsf catheter were introduced into the vizigo¿ sheath and no resistance was felt during the testing. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record review was performed for the finished device 00001841 number, and no internal actions related to the complaint were found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).